Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not able to start. Customer reported battery compartment was damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.